Event description:
The surgeon opened the knee to do a poly swap and lateral release, removing the poly he found the tip on the ps insert post was broken off and found in the knee joint. The surgeon also noticed wear on the edge of the patella. He removed the patella and 11mm insert, replaced with a 13mm ps insert and a38 asymmetric patella.

Manufacturer narrative:
An event regarding ps post fracture involving a triathlon tibial insert was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the tibial insert confirmed that the top of the post broke in the posterior to anterior direction. Medical records received and evaluation: such issues are virtually always caused by instability in the knee and the mar concludes about a fracture mechanism acting from posterior in anterior direction, very much consistent with the clinical picture. Because the principal problem was caused by femoral component malposition, root cause of failure is procedure-related because the surgeon is responsible for optimal component placement. There are no device-related aspects involved as also supported by the mar findings that confirmed no material or manufacturing defects were observed on the surfaces examined. As such, root cause of failure in this pi case is procedure-related and has no device-related or patient-related aspects involved. Device history review: review of the device history record was satisfactory. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the material analysis and the medical review of this case the root cause was established to be femoral component malposition which is procedure-related because the surgeon is responsible for optimal component placement. There are no device-related aspects involved as also supported by the mar findings that confirmed no material or manufacturing defects were observed on the surfaces examined. As such, root cause of failure in this pi case is procedure-related and has no device-related or patient-related aspects involved.

Event description:
The surgeon opened the knee to do a poly swap and lateral release, removing the poly he found the tip on the ps insert post was broke off and found in the knee joint. The surgeon also noticed wear on the edge of the patella. He removed the patella and 11mm insert, replaced with a 13mm ps insert and a38 asymmetric patella.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.